Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed sensor alarm. The insulin pump had alarmed failed battery test several times. Contacts of the device were not damaged nor corroded. Customer cleaned battery cap and battery compartment, inserted a new battery, and device alarmed. Customer's blood glucose was 230 mg/dl. No further information reported.